Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they were admitted to the hospital for 3 days. The patient stated that they had very high blood glucose levels. They did not know if the pod was not working or if it was bumped. Patient was admitted. Patient also had gastroparesis.